Event description:
Incident as reported: lap chole - "the clip applier was into abdominal and after firing three successful clips, dr acknowledge that he forgot to preload the clip so before placing the clip on the anatomy. With the clip still in the jaws, dr removed the clip applier through the cannula after removing the clip from the cannula, dr realized that the metal piece was protruding inferior to the clip jaws."

Manufacturer narrative:
The incident device has been returned and has been evaluated. A final report will be sent within 30 days once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.